Event description:
It was reported that: "surgeon was implanting two 6.5mm bone screws. The first was a 25mm in length and the second was 35mm in length. While the surgeon was tightening down the second screw, the tip of torx screw driver shaft broke."

Manufacturer narrative:
Method: DHR, complaint review. The investigation concluded that this event is related to similar events where the tip on the universal and straight driver shaft twists and/or fractures. The results of previous material analysis for past pers indicated that the tip of this driver deformed due to torsional overload and fractured due to torsional shear. This failure mode is observed when driver is over torqued, driver tip wears excessively due to repeated use of the driver and drive tip is angulated extremely within the screw head during use. The reported device had been manufactured as per blue print specification. Device history review showed no reported discrepancies.